Event description:
It was reported that when the image on the 9800 system became mottled and grainy when swapped to the right monitor. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following component has been requested. Image processor pcb. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a follow-up report will be submitted as required.